Manufacturer narrative:
Although requested, the device associated with this event has not been returned. Based on the information attained to date, it is not possible to determine the cause of the event. Should additional information become available, a follow-up MDR will be submitted.

Event description:
A professional use facility reported that during a rescue attempt, when the AED advised a shock, the unit would power off. It was reported that a second AED arrived on scene and that AED shocked the patient one time, but resuscitation efforts were unsuccessful.

Manufacturer narrative:
A review of the event record shows the AED was powered on, followed by the pads becoming well applied to the patient approximately 74 seconds later. The AED identified a shockable rhythm and started to charge in preparation for shock delivery. Throughout the charging process the AED continued to confirm the shockable nature of the patient's cardiac rhythm. Due to the battery pack's depletion and age, the AED had insufficient charge to attain the AED's desired defibrillation voltage and consequently, aborted the defibrillation attempt, announced "replace battery pack now", and powered down. In this case, the failure to perform a rescue is the direct result of improper maintenance of the AED and its battery.